Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed programming options, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.